Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of intermittent capture was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage and the helix was retracted and clogged with blood/tissue. After cutting the lead, cleaning and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27034. It was reported that the patent presented for in-clinic follow up with the right ventricular (rv) lead exhibiting intermittent capture. Also noted was loss of capture exhibited by the left ventricular (lv) lead. Programming adjustments were initially made to the lv pacing vector; however, the change resulted in muscle stimulation. Bi-ventricular pacing was temporarily disabled. The patient was scheduled for lead revision, and fluoroscopy revealed rv lead dislodgement. The rv lead was explanted and replaced. The patient was in stable condition.